Event description:
It was reported that this right ventricular (rv) lead was implanted in the left bundle branch area pacing but it dislodged the next day, therefore, it was explanted and replaced with a different model lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was implanted in the left bundle branch area pacing but it dislodged the next day, therefore, it was explanted and replaced with a different model lead. No additional adverse patient effects were reported.